Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1 and b2. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-022-35-4012 - truliant tib imp ps insert sz 4 12mm; (B)(6), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; (B)(6), 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t; (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated that their implant was faulty and the components failed. Information provided indicates the patient was revised approximately 5 years and 8 months post the initial surgery. No further information available.